Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pcf (posterior cervical fusion) procedure treating cervical myelopathy on (B)(6) 2019. The thread of the straight caliper (2050.37) came off at the base. The procedure was completed without a delay. No further information is available. This complaint involves one (1) device.